Event description:
On (B)(6) 2014, a conformable gore® tag® thoracic endoprosthesis (c-tag®) was implanted in a patient. The patient had a large descending aneurysm close to the aortic arch. The c-tag® migrated distal in the aorta out of arch and into proximal descending segment. It was stated that the patient¿s specific extreme anatomy was the suspected cause of the migration. On (B)(6) 2014, a re-intervention was performed to extend the devices. Two gore® viabahn® endoprostheses with heparin bioactive surface were implanted in the superior mesenteric artery (sma) and the left renal artery along with two c-tag® devices in a sandwich procedure. A thrombectomy procedure was performed prior to the implantation. Immediately after the procedure the patient¿s platelet count dropped precipitously low from 275k to 25k - 30k. It was stated that the drop in platelet count was believed to be related to dic and consumptive coagulopathy due to the post implant process and the massive aneurysm. It was reported to gore that the patient expired on (B)(6) 2014. The cause of death was believed to be bowel ischemia. The day prior to death, a CT was performed that showed pneumatosis within the bowel loops and an apparent clot at the confluence of the splenic, sma and portal veins. It was also stated that the mesenteric ischemia was believed to be related to poor perfusion of the sma and the partially thrombosed gore® viabahn® endoprosthesis with heparin bioactive surface. It was stated that the thrombosis likely occurred when the proximal c-tag® (outer layer of ¿sandwich¿ graft configuration) shifted down and moved both the left renal artery and sma stent grafts (middle of sandwich) to below the inner c-tag layer of the sandwich which covered the tops of the branch gore® viabahn® endoprostheses.

Manufacturer narrative:
Additional gore® viabahn® endoprostheses with heparin bioactive surface: vbj061002/12869794, vbj081002/11094737. Ctag® devices: tgu282815/12346638, tgu282815/11588086, tgu343410/12789706, tgu312610/12236438. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was not returned; consequently, a direct product analysis was not possible. Without additional information it is impossible to further investigate this event.